Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a recent device implant procedure, the right ventricular lead exhibited high thresholds as well as high out of range impedance measurements post implant. The patient underwent a revision procedure where the lead was removed from the device header and then re-inserted. In doing this, all impedance and threshold issues were resolved.

Event description:
New information became available that this device was explanted and replaced. No adverse patient effects were reported as a result of the procedure.